Manufacturer narrative:
Suspect medical device - serial number input incorrectly (B)(4) is now superceded by (B)(4).

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in june 2011 and performed all self-tests up to the 30th august 2015. The device records temperatures below the recommended operating temperature for the device. Multiple manual power ups, mainly of 10 minutes duration were recorded between 1st-30th september 2015. The device memory became full during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane and resulted in the device memory becoming full. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.